Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate (B)(6) in (B)(6) has been listed and the (B)(6) number has been used for the manufacture report number. Medical device expiration date: unknown results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4) device manufacture date: unknown. (B)(4).

Event description:
It was reported that the stopper of an unspecified 10 ml bd syringe became loose and blood leaked. There was no report of injury or medical interventions.